Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, the device had marked many ventricular noise events but the electrogram showed no visible noise. There is a possibility that the device was oversensing. Programming changes were made.